Manufacturer narrative:
Device received with a constant blank flashing white light on the display followed by an unexpected intermittent beep alarm due to vertically cracked lcd controller. Unable to perform the self test, sleep current measurement, active current measurement, and displacement test verify missing segments/partial display due to blank display.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that her husbands pump is continuously beeping. The customer's blood glucose was 120mg/dl at the time of incident. Caller stated that there are no alarms showing on the screen. The pump is beeping and flashing and there is a red light and the screen is just flashing. Caller stated that this has been occurring for 20 minutes. Customer reports display is flashing after inserting new battery. Customer reports pump screen was flashing when screen was turned on after being in sleep mode. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.